Manufacturer narrative:
The reporter used the same finger for the office meter test. Product labeling states: "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(6) (patient's meter) and the coaguchek xs plus meter with serial number (B)(6) (office meter) compared to a stago laboratory method. The reporter stated that their facility has a home meter testing program for patients. They perform a comparison test between their office meter and the laboratory every 6 months and every year. A discrepancy was noted in their recent comparison. The meter result from the patient's meter was 4.5 inr. The reporter used the same finger for the test using the office meter. The meter result from the office meter at 11:12 am was 4.6 inr. The laboratory result at 11:52 am was 3.4 inr.  All of the tests were performed within four hours. The reporter stated they were advised to skip the dose for 1 day and reduce the weekly overall total of the warfarin dosage based on the laboratory result. The patient's therapeutic range is 2.0-3.0 inr. The interval of testing is weekly. The lot number used in the patient's coaguchek xs meter was requested but not provided. The lot number used in the office's coaguchek xs plus meter is 62215312 with an expiration date of 31-dec-2023.